Event description:
During an incident in 2002 involving a male pt in full cardiac arrest with bystander CPR in progress, this defibrillator delivered one shock and then shut down completely with no verbal or visual prompts. They changed the battery and powered the unit on, but could not get past the "check electrodes" prompt. R2 pads were being used and the emt tried pressing on the pads and chest and reconnecting the r2 connection in the cable with no change in the "check electrodes" condition. Als arrived within 2 minutes and using the same r2 pads, shocked the pt 10 times, restored a pulse and transported the pt to a hospital in stable condition.